Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Prior to the customer going to sleep, the pump had been at 75% battery life. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available as alternate insulin therapy.